Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.

Event description:
It was reported that in site setup, all directions with a value 0 are reset to default settings (e.g. From right to left). Based on the available information, there was no mistreatment.